Manufacturer narrative:
On 30 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: femoral fracture occurred 3 months after primary stem implantation, no report of traumatic event is available. Consequently, a macroscopic stem subsidence took place. Acetabular cup, liner and insert were replaced 2 months after primary surgery due to recurrent dislocation. Postoperative femoral fractures are possible literature-described averse events following hip surgery. There is no reason to suspect a malfunctioning device. Batch review performed on 06 february 2017. (B)(4).

Event description:
Revision surgery performed because the femur was fractured. No trauma was reported. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.